Event description:
It was reported that when using the bd pyxis¿ medstation¿ es pyxis bin was opening incorrectly. The narcotic in the bin was supposed to dispense one vial at a time, but it was dispensing two vials. However, there were no delays or adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 08-jan-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the system bin was opening incorrectly. A field service engineer (fse) found that drawer 2.1 was intermittently opening too far. The fse replaced the drawer controller board and tested the drawer, which resolved the issue. The system functioned as intended after the field service engineer repaired the device.